Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log on (B)(6) 2025 (the reported date) was downloaded locally and provided for analysis. The pump shows no overflow. The logs fully match the amiodarone loading-dose sequence, with the correct programmed flow rate (83 ml/h), normal alarms, and consistent infused volumes. The infusion session starts on (B)(6) 2025 at 09:13:35 when the pump powers up, and the amiodarone loading dose is selected and started shortly after. The programmed sequence then runs normally: 09:16:31: loading dose parameters are confirmed, flow 83 ml/h, remaining volume shown as 83.0 ml. 09:16:49: start of the loading-dose infusion at 83 ml/h (0.150 ml already infused after the occlusion alarm sequence). 09:50:54: "near end of infusion" pre-alarm with 47.234 ml infused. 09:52:54: "end of primary infusion" alarm at 50.0 ml infused, remaining volume = 0 ml. 09:52:58: infusion stops normally at 50.2 ml infused. All alarms ("near end" then "end of infusion") occur exactly when expected for a loading dose reaching its target volume. The customer expected the loading dose to deliver 83 ml, then automatically switch to 10 ml/h, but the pump stopped at 50 ml instead. According to the logs: the pump stopped because the target of vtbi (volume to be infused) was 50 ml, not 83 ml. This 50 ml setting is very likely inherited from a previous infusion, as shown by the event "same infusion" on (B)(6) 2025 at 09:15:30, meaning the pump reused the previous infusion parameters. If that previous infusion was programmed for a 50 ml loading dose, the pump simply continued with those existing parameters. No malfunction appears. No abnormal stop, no overflow, and no missing automatic-switch sequence. The pump delivered exactly the programmed dose (50 ml). The pump behaved normally and delivered the full programmed loading-dose volume. The stop at 50 ml is explained by a 50 ml loading-dose setting inherited from the previous infusion, as indicated by the "same infusion" event on 07 nov 2025 at 09:15:30, not by a device fault. However, some expected intermediary events are missing in the log, so it is not possible to confirm this inheritance with 100% certainty, even though it is the most coherent explanation based on the available data. All events described in the complaint are confirmed in the logs, and no overflow occurred. No unexpected behavior or malfunctions are seen in the logs. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The 83ml/h infusion was found but stopped at a target volume of 50ml due to the volume selected using the "same infusion" function. Based on available information, this complaint is considered as not valid with no issue. We would like to remind you that it is necessary to check that the volume you want to reach (vtbi) must be in line with the need, or not activate it. If the vtbi of the infusion is smaller than that of the loading dose or bolus, the pump will always stop at the smallest target volume programmed as a precaution. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: complaint from our rep:"we commenced a amioderone infusion today at 0916 highlighted loading dose selected. After 30 mins the pump alarmed near end of infusion and then stopped after only 50 mls given. Customer has since tested other pumps with no issue, gives the 83mls the auto moves to 10mls/hr. Isolated the pump in biomed. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.